Event description:
During a coronary stenting treatment procedure, the liberte bare monorail 12/3.50 mm stent would not cross the lesion. The pt was sent to CABG. The lesions being treated were 95% stenotic lesions located in the middle and distal sections of a very tortuous right coronary artery. The physician used a choice floppy guidewire, a choice intermediate guidewire, and a choice extra support guidewire and a 6f wiseguide al2 guide catheter in an attempt to treat these lesions with other stents the previous day as well, but none of them would cross the lesions. The pt was sent for CABG surgery.